Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8110 sn: (B)(4) customer was getting this error code and wanted to know why does it error when its turned on. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I explained to the customer that she needed to replace the linear sensor to correct this problem. The customer asked could she replace to the part I inform the customer that yes she could replace the part. I give the customer the part number to the linear sensor and then transferred the call to customer order management for the customer to receive part and pricing. (B)(4).